Event description:
Consumer complaint of blood results reading "hi". Caller normally ranges in the morning is as low 75-130 mg/dl and in the evening 300-400 mg/dl before meal/medication. Back to back blood tests performed at the time if the call were "549 mg/dl andf 571 mg/dl". Last 5 results in memory were "hi", 168 mg/dl, 157 mg/dl, 397 mg/dl, and 326 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.